Manufacturer narrative:
Product analysis results: upon receipt at medtronic¿s quality laboratory, the device arrived in a cloudy unknown solution in a specimen container. The leaflets were discolored showing possible effects of the unknown solution the valve was received in. All leaflets were in the closed position. All leaflets appeared slightly stiff but flexible possibly due to the unknown receipt solution and/or the decontamination process. All leaflets appeared intact. All commissures were intact. In vitro testing indicated that there was stiffening of the leaflets and resistance to opening at 2 l/min which was likely due to the blood contact and exposure to in-house decontamination solutions. In addition, the tissue was notably discolored, indicating possible exposure to formaldehyde or other chemicals that may contribute to stiffening of the tissue. High speed video results indicated that leaflets appeared stiffened at all flow rates. At 2 l/minutes, the non-coronary leaflet only partially opened, but opened fully at 5 and 7 l/min. This was likely the reason for the lower eoa in comparison to historical data. Closure at all flow rates was typical, with all leaflets meeting fully with no evidence of leakage.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve mitral valve, this valve was explanted and replaced because one of the valve leaflets was not fully opening. Due to this valve replacement, the aortic crossclamp remained in place for a prolonged period of time. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this physician that no aortic cross-clamp was used in this procedure because it was performed on a beating heart using extra-corporeal circulation (ecc). The time preceding the initial attempt to wean the patient off of ecc approached 75 minutes before the transesophageal echocardiogram (tee) showed that the valvular flow appeared stenotic. The patient was placed on ecc for an additional 110 minutes while the procedure was re-initiated and the valve was replaced. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.